Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, the soft cannula was observed to be stretched. It could not be determined when or how this damage occurred. Data obtained from the device generated no hazard alarms. No time outs or drive stalls were observed. No manufacturing defects were observed that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.